Event description:
Fibrocystic disease. Pt was reconstructed with another co's implants at that time. In 1983, pt began developing a lot of aches in the back, shoulder, & neck region with muscle spasm & muscle aches. Pt was found to have a left ruptured implant & this was replaced with co's implant in 3/84. Her symptoms have progressed. Pt was diagnosed with fibromyalgia in the last 4 yrs. The pt has total body aches with tingling in the arms & legs after exertion & pt has significant fatigue although she enjoys working. She often missed work during flair-ups symptoms.